Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that 'about a month after I got it, their handset has been 'acting up. ' the patient stated that they were 'not able to view the calendar or anything like that. It said that it was disconnected from the ¿thing.¿ the patient sometimes had to do it (connect) 3 or 4 times because the handset did not recognize the communicator. The patient said, ¿I've been having trouble with this for a while now,' later stated 'a long time now. The agent assisted the patient in connecting to their pump, and the patient reported seeing service code 338 then five boluses left. The patient stated that the service code 338 has been causing them difficulties connecting because it's another step that they had to go through to connect. The patient also stated that their pump was in their back, and they have multiple scleroses (ms) so it was hard for them to keep the communicator back there that long. While connecting, the patient stated that 'the service around here sucks' because 'it always gets stuck at 75% or 91%' while connecting to the pump since they got it. The patient mentioned seeing service code 353 - exit application due to patient closing ¿myptm¿ application before instructed. The agent reviewed connecting to pump was needed to see information, along with 338 considerations. The agent recommended closing the application after each use. The patient will monitor and call back for assistance as needed.